Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was implanted in a different country in 2011, and was fitted 2 to 3 times at this clinic. The patient was using normal charge levels on 11 active electrode channels, and according to her mother she benefitted from her cochlear implant.